Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire at the proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional observation related to the reported issue: the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is obvious damage to the conductor wire(s). The conductor wire was broken at the proximal end and no internal wire was exposed. No thermal damage was observed. Additional observation(s) not related to the reported issue: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm fenestrated bipolar forceps instrument stopped delivering energy. The instrument was removed and replaced with a backup. The user continued with the procedure with no further issues. No fragment fell into the patient. The procedure was completing as planned with no reported injury.